Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that while the physician was examining the patient for an unrelated evar event. The physician noticed that the stent graft distal to the primary renal artery. It is unknown if the stent graft has migrated or was implanted low. There were no endoleaks. Per the physician, the cause of the stent graft being short of the primary renal artery could not be determined because the index procedure was done in a different hospital. The physician elected to implant a 36x36x49 endurant cuff and the event resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).